Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented to the clinic after receiving an alert for pacing impedance out of range. Upon interrogation, the left ventricular lead exhibited loss of capture and high impedance. The device was reprogrammed and the lead remained implanted.